Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 19-feb-2025. Following j&j medtech procedures, a visual inspection, fourier transform infrared spectroscopy (ft-ir) and deflection test of the returned device were performed. Visual inspection revealed a foreign material stuck on the electrode #2 and the electrode lifted with sharp edges, however; good manufacturing assembly was observed on the electrode. A deflection test was performed, and the device was deflecting within specifications. No deflection issues were observed. An fourier transform infrared spectroscopy (ft-ir) test was performed to evaluate the foreign material dented on rings near a catheter dome. The results of the test was that the material is primarily composed of polyethylene (pe) material. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The source of origin of the foreign material remains unknown. The potential cause of the foreign material in the dome could be related to the manipulation of the device during or after the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: the catheter tip can be deflected to facilitate positioning by using the thumb knob to vary tip curvature. Pushing the thumb knob forward causes the catheter tip to deflect; when the thumb knob is pulled back, the tip straightens. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: nvestigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿deflection¿ issue. Investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the biosense webster inc. Analysis finding of ¿foreign material stuck on the electrode #2 and the electrode lifted with sharp edges¿. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an pvc procedure with a thermocool smarttouch for which biosense webster¿s product analysis lab (pal) identified foreign material stuck on the electrode #2 and the electrode lifted with sharp edges. Deflection issue. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the procedure. There was no adverse event reported on patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2025, observed foreign material stuck on electrode #2 and the electrode lifted with sharp edges. The event was originally considered non-reportable, however, bwi became aware of foreign material stuck on the electrode #2 and the electrode lifted with sharp edges on (B)(6) 2025 and have assessed this returned condition as reportable.